Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the accolade device was performed. A visual inspection of the device header and case noted no anomalies; the header was firmly attached to the device housing. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. An is-1 laboratory test lead was successfully inserted and then removed from the header port. The device was exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. The root cause of the lead insertion difficulty could not be confirmed during laboratory analysis. Note that boston scientific has a vigilant quality monitoring system and we aggressively monitor field performance of all our products. We will continue to monitor for future, similar events.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this pacemaker was an attempted implant during a routine device change. The chronic right ventricular (rv) lead was connected to the device but the physician noted difficulty inserting the terminal pin into the lead barrel that caused the lead to bunch at the distal end of the terminal pin. The lead was secured and captured initially but then exhibited loss of capture (loc) as the pocket was being closed. The pocket was reopened and the rv lead determined to be incompletely seated in the lead barrel. A second attempt was made to secure the lead wherein the physician again encountered difficulty inserting the lead into the port at which time the physician became uncertain it was advancing appropriately and elected to implant an alternate device without complication; the rv lead remains in service. No adverse patient effects were reported.